Event description:
Triathlon modular capture was attached to 4 in1 femoral cutting anteriorly femoral block was impacted onto patient's femur with mallet striking the strike plate as the surgeon was doing this two pieces of the capture had broken off. The modular capture was not impacted with the mallet.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured modular capture was reported. The event was confirmed. No material or manufacturing defects were identified. A material analysis has been performed. The report concluded: ¿the submitted modular capture was found to have two wings fractured off in a cleavage fracture mode due to cantilever forces applied from the mating instrument. The measured hardness and elemental makeup of the modular capture were consistent with what was specified on the drawing. No material or manufacturing defects were found¿ all devices accepted into final stock conform to specification. There have been no similar previous reported events for this lot ID. The investigation concluded that the device fractured in a cleavage fracture mode due to cantilever forces applied from the mating instrument. No material or manufacturing defects were found.

Event description:
Triathlon modular capture was attached to 4 in1 femoral cutting anteriorly femoral block was impacted onto patient's femur with mallet striking the strike plate as the surgeon was doing this two pieces of the capture had broken off. The modular capture was not impacted with the mallet.